Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that customer received a button error alarm and was not able to clear as buttons were not responding. Customer's blood glucose was 135 mg/dl. Insulin pump would be replaced.